Event description:
It was reported that the patient noted withdrawal-type symptoms of nausea, vomiting, irritability, and shaking following a concentration change and bridge bolus yesterday. The reporter noted the fentanyl concentration was changed from 5000 mcg/ml to 15,000 mcg/ml, and the dose was going to be increased from 510 mcg/day to 720 mcg/day; however, the old dose was programmed in for the bridge. Reprogramming options were discussed with the reporter, which were going to be discussed with the health care provider (hcp). The pump system was being used to deliver fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: patient was reported as doing fine now; per healthcare provider patient was no longer having his withdrawal symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: unk, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).